Event description:
The pt was implanted with a left ventricular assist device. Following implantation of the device, an extracorporeal membrane oxygenation (ECMO) system was initiated due to right heart failure (rhf). Approx one week later, the ECMO was removed, however, right ventricle (rv) function remained poor. Therefore, a device was used to provide temporary rv support and the pt was transferred to the post cardiac ICU. After a few hours, the thorax drain contained 800 cc/hr. The pt was returned to the operating room for re-operation to explore the bleeding and the outflow graft. The graft was sutured and sealed using bio-glue/sealant. The pt was transferred back to the ICU with bi-vad support; however, the pt expired the following day due to the condition of his left ventricle (lv) and multi-organ failure (mof).

Manufacturer narrative:
The MFR is attempting to obtain the device for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is complete.